Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the step taken to resolve the leakage, diarrhea, jolting sensation, and burning sensation was that the patient saw their health care provider's (hcp's) physician's assistant (pa). The burning in the stomach was caused by antibiotics. The patient had since changed programs again and was now on program 3. The patient started taking acidophilus and the issue was still not resolved. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
Section information references the main component of the system.

Event description:
A patient reported they still have leakage and when they increase stimulation they feel a jolt, like it is too strong, so they will turn it down one. The patient clarified that it was strong stimulation more than a jolt. The morning of the report the patient had to take 4 imodium ad's. They didn't have a problem the first 2 - 3 days, but then started having problems by the monday prior to the report. They thought at first it was the antibiotics they were taking because their stomach was burning and they had diarrhea, which started "probably" (B)(6). They quit taking antibiotics and their stomach burning went away, but the bowel leakage did not.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.